Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to poly wear. The surgeon also wanted to re-position the acetabular shell. The shell, poly insert, and 28 +5 c-taper head were revised (there are no allegations against the head). Rep reported that no further information will be available.